Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the non-preloaded intraocular lens (iol), one of the haptics was bent and presented difficulty in opening and subsequently ruptured resulting in amputation of the haptic. The iol was implanted with only one support rod, and the amputated rod was removed from the patient¿s eye. The patient, a 65-year-old male, has not experienced any complications to date. The iol is not available for analysis as it remains implanted. No further information was provided.